Event description:
It was reported that during a laparoscopic duodenal switch procedure, the device deployed malformed staples on the two inner rows. The case was completed by over sewing the staple line. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.